Manufacturer narrative:
Correct address and country information added.

Manufacturer narrative:
Results of investigation: it was reported that a revision surgery was performed due to infection. The polarcup xlpe insert 43/22 and oxinium femoral head (B)(6) 2022 have not been returned for investigation. A visual inspection could therefore not be conducted and the stated failure mode could not independently be confirmed. A review of the batch record for both devices revealed no deviations from the standard manufacturing process. Both devices were sterilized according to specification. A review of the complaint history revealed no other complaints reported for the batches in scope. No other complaints with similar issue have been reported for the oxinium femoral head. For the polarcup xlpe insert two other complaints with similar issue have been reported so far. No medical documents were received and a medical assessment could not be performed. Based on available information, the root cause cannot clearly be identified and stays undetermined. The need for corrective action is not indicated. Nevertheless, smith and nephew will continue to monitor the devices for similar issues. The complaint will be reopened should additional information or the complained devices be received.

Manufacturer narrative:
Concomitant medical product.

Event description:
A revision surgery was reported due to infection. Surgeon does not blame any device as cause of the infection. No more information will be made available.